Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the front therapy electrode. It was described as red with bumps. It was confirmed there was no open wounds. The patient used over the counter cortisone cream and vitamin e oil on the area. There was no indication of medical intervention. Follow up with the patient was completed and the patient reported the area was healing, however; there was a scar to the area. The patient continues to wear the lifevest.